Event description:
The customer reported the loss of a tooth while wearing aligners. It is unknown if medical intervention was required. It is unknown if aligner treatment was discontinued.

Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to loss of a tooth. As per (B)(4) this event is retrospectively being reported and therefore was not reported within the required 30-days.

Manufacturer narrative:
Supplemental report for MDR 3014658399-2021-0140-1. Section b4 has been modified with the correct information information.